Event description:
It was reported that when staff at the facility was attempting to put the patient left side rail up, the staff member's finger was in between the side rail and the spindle and got pinched and bruised. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that when staff at the facility was attempting to put the patient left side rail up, the staff member's finger was in between the side rail and the spindle and got pinched and bruised. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by a service representative evaluating the unit and determining there was no defect with the unit.